Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The photograph shows one minicap attached to a set with a crack visible on the rim of the cap. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked. This event occurred during use with patient involvement. There was no crack found when the nurses opened the packaging. The crack was observed after the patient went home and came back two to three days later for another round of flushing of the tk catheter. Extreme over twisting was ruled out as the cause. There was no patient injury or medical intervention associated with this event. No additional information is available.